Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the catalog and sterile lot number of the second complaint coil that failed to detach were not reported by the customer. The type of detachment control box (dcb) used is unknown. It was also not reported if the dcb was changed at any point during the reported event or if the same dcb was used to detach subsequent coils. The user performed the pre-deployment electrical check on the devices, but the results are unknown. All connections appeared to fit properly without application of excessive force. The embolic coils and control cable did not appear damaged prior to use. The embolic coils were successfully removed from the patient without need for additional intervention. The coil delivery systems handled and prepped according to the instructions for use (IFU). The user did not apply undue force when handling the devices. It was not reported how long the procedure was delayed due to the event, but the surgical delay was not considered clinically significant. No further information could be obtained. Section e1 - initial reporter phone: (B)(6). As reported by a healthcare professional, during a coil embolization of a carotid-cavernous sinus fistula, the 3mm x 6cm galaxy g3 xsft (B)(4) was delivered to the target lesion, but the coil failed to detach. The coil was subsequently replaced with another unspecified thermo-mechanical coil (unk catalog & lot), but the coil failed to detach. The coil was replaced with another coil, but the same issue occurred. Therefore, the enpower control cable (B)(4) was replaced with a new cable and the coil finally detached. The restar (medico¿s hirata) microcatheter was removed from the patient and the procedure was completed successfully. No patient complications occurred as a result of the event. It was not reported how long the procedure was delayed due to the event, but the surgical delay was not considered clinically significant. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. The coil delivery systems handled and prepped according to the IFU. The type of detachment control box (dcb) used is unknown. It was also not reported if the dcb was changed at any point during the reported event or if the same dcb was used to detach subsequent coils. The user performed the pre-deployment electrical check on the devices, but the results are unknown. All connections appeared to fit properly without application of excessive force. The embolic coils were successfully removed from the patient without need for additional intervention. The user did not apply undue force when handling the devices. No unintended detachment was observed in the vessel or in the microcatheter. No further information could be obtained. The galaxy g3 xsft was not returned for evaluation and therefore, no further investigation can be performed at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. With the limited information available and without the product return for analysis, the reported customer complaint could not be performed. Failure to detach is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Per the IFU: ¿verify that the microcoil delivery system is fully connected, and no faults are indicted on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, and replace with a new microcoil system. If the system is free of faults, depress the detach button on the blue enpower dcb, the black dcb or the enpower control cable. The detach cycle light next to the button will illuminate and an intermittent tone will sound for the duration of the detachment cycle. If the light and audible tone do not activate, replace the dcb.¿ assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint device; however, it is possible that procedural and handling factors may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since neither the device history record review nor the information available for review suggests that there is a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00912 & 3008114965-2019-00913.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Procode: krd/h. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00913.

Event description:
As reported by a healthcare professional, during a coil embolization of a carotid-cavernous sinus fistula, the 3mm x 6cm galaxy g3 xsft (glx120306/l13354) was delivered to the target lesion, but the coil failed to detach. The coil was subsequently replaced with another unspecified thermo-mechanical coil (unk catalog & lot), but the coil failed to detach. The coil was replaced with another coil, but the same issue occurred. Therefore, the enpower control cable (ecb00018200/l14324) was replaced with a new cable and the coil finally detached. The restar (medico¿s hirata) microcatheter was removed from the patient and the procedure was completed successfully. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained at all times. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The products will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the results of the device history record review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The device is not available for evaluation and testing; however, additional information will be submitted within 30 days of receipt. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00912 & 3008114965-2019-00913. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.